Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted (slightly elevated). System check with tandem technical support indicated that the occlusion was at the infusion set cannula site.